Manufacturer narrative:
The local area sales representative reported the lead was damaged during the explant procedure and would not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out procedure, this implantable defibrillation lead exhibited shock impedance measurements greater than 125 ohms when connected to the new device. The lead was tested via a pacing systems analyzer and shock impedances measurements greater than 125 ohms were again observed. It was suspected the lead was fractured between the df- pin and the yoke. The lead was laser extracted and successfully replaced. No adverse patient effects were reported.